Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of bile duct cancer performed on (B)(6) 2022. During the procedure, when the push catheter was withdrawn, it was noticed that the push catheter was fractured and could not deploy smoothly. The fractured pieces of the push catheter remained within the scope and were successfully removed from the patient. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: device code: a0401 is being used to capture the reportable issue of push catheter break. Block h10: the returned flexima biliary stent was analyzed, visual evaluation determined that the push catheter was kinked, and the guide catheter was stretched, detached, and kinked in the proximal section. The stent was returned deployed, and the suture hole was torn; the condition of the device returned indicated that there were deployment issues with the stent during the procedure. Based on device analysis, the reported event of stent failure to deploy and guide catheter detached/separated was confirmed. However, reported event of push catheter break could not confirmed because analysis of the push catheter did not identify a break. Taking all available information into consideration, the investigation concluded that most likely, the reported event and observed failures were due to procedural or anatomical factors encountered during procedure. User manipulation may have caused the push catheter to be kinked, once the push catheter was kinked the user may have experienced difficulty pulling out the guide catheter causing the user to apply extra force/tension to the device, resulting in the guide catheter kinking, stretching and detachment and push catheter suture hole to tear. Therefore, the most probable root cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of bile duct cancer performed on (B)(6) 2022. During the procedure, when the push catheter was withdrawn, it was noticed that the push catheter was fractured and could not deploy smoothly. The fractured pieces of the push catheter remained within the scope and were successfully removed from the patient. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.